Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint sample consisted of (1) 151650607 attune ps rp insrt sz 6 7mm, lot number 8519094. The received device was forwarded to commercialized product development for evaluation. Examination of the tibial insert revealed scratches and abrasions found to be consistent with extraction damage. No observations were made that would confirm the implant as a contributing source to the reported adverse events or indicating product malfunction or product error. For additional information relevant to the evaluation and observations of the returned product, see attachment under product development investigation for full evaluation details. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional previous reports against the provided product code/lot code combination. Based on the inability to find any additional previous reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. No evidence was found of product malfunction or product error as a contributing factor to the reported event and the need for corrective action is not indicated. Monitor complaints through (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Added: d10. Corrected: h3.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface. Depuy cement manufacturer was used. Attune ps rp 6n on 4 rp tibia originally implanted with a 7mm poly. The patient was revised to a 4 fb revision tibia with a 14x50mm cemented stem. A size 6 fb 14mm poly was used in the revision. Note that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. The components are being cleaned for return to depuy. Doi: (B)(6) 2017; dor: (B)(6) 2020 left knee.